Event description:
Complaint summary: it was reported that the tandem-provided charging cable was no longer functional. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of charging the pump.